Manufacturer narrative:
The suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during a procedure, the pairing of the wireless footswitch with the subject device failed. The user switched to a wired footswitch. There was no harm or user injury reported due to the event.

Event description:
Additional information was received which confirmed the reported event occurred during the procedure, but before using the laser. The patient was under anesthesia. The patient was not injured and there was no extension of the procedure reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information included in b5 was inadvertently omitted from the initial medwatch report. Please see updates to b5, h6 and h10. Please see patient identifier (B)(6) for the footswitch, (model: tfl-afswl; serial number: unknown). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of this event (pairing of the wireless footswitch with the subject device failed) was unable to be identified. Olympus will continue to monitor field performance for this device.